Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Evaluation: methods: no testing methods performed (B)(4). Results: no results available since no evaluation performed (B)(4). Conclusion: device discarded by user, unable to follow-up (B)(4).

Event description:
It was reported that a patient, approximately (B)(6), male, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch unidirectional catheter and suffered a cardiac perforation which did not require medical intervention. During use, it was reported that the smart touch unidirectional catheter perforated the ventricle wall (anterolateral, next to the mitral annulus). They took precautions and removed the catheter in the operating room. The procedure was prolonged by 60 minutes as a result of the difficulties encountered with the device. There is no information about the hospitalization. The patient was reported to be in stable condition immediately after the event. The patient¿s diagnosis pre-procedure was a ventricular tachycardia that appeared after a by-pass surgery two weeks prior to the ablation procedure. The physician¿s opinion regarding the cause of this adverse event is that it was because of his post postoperative condition. The outcome of the adverse event is not known. Since this adverse event was a life threatening event, it is to be considered serious and MDR reportable.